Manufacturer narrative:
Additional information - adverse event, outcomes attributed to adverse event, concomitant medical products, type of report, type of reportable event, follow up type, device evaluated by MFR, corrected data corrected information - description of event or problem, report source, follow up type, device evaluated by MFR, evaluation codes, additional narrative. UDI: (B)(4). Review of the history device records was not possible as the lot number and product code was unknown. It was not possible to investigate the complaint and root cause could not be determined as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success.

Event description:
N/a.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a hakim valve (ID ns9008 - special device unitized progra) was implanted. However the lumber catheter was confirmed to be separated within a month after implant in the middle of (B)(6) 2019. Another surgery will be performed. The surgeon commented that this was the first time the lumber catheter became separated within a month and the lapis catheter need to be available soon. Also commented that the material of the catheter is too weak and it would have been separated when the patient scrunched the valve part. No further information was provided by the hospital.